Manufacturer narrative:
The reported complaint of undetected pause events was confirmed. Analysis and review of device data showed that the pause detection was falsely rejected by the undersensing discriminator in the device because p-wave amplitude exceeds the secondary threshold for detecting undersensed r wave. The false rejection is due to limitation of the firmware based algorithm (tradeoff between sensitivity and false positive rejection).

Event description:
It was reported that the patient presented remotely via merlin.net. Transmission showed that the implantable cardiac monitor (icm) exhibited diagnostics anomaly. The icm was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of undetected pause events was confirmed. Analysis and review of device data showed that the pause detection was falsely rejected by the undersensing discriminator in the device because p-wave amplitude exceeds the secondary threshold for detecting undersensed r wave. The false rejection is due to limitation of the firmware based algorithm (tradeoff between sensitivity and false positive rejection). Reported event of an incorrect measurement was confirmed. The device battery voltage was above elective replacement indicator (eri) level upon receipt. Analysis of device image indicated device was within normal range of operation. A software investigation was performed and found the false rejection is due to limitation of the firmware-based algorithm. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.